Manufacturer narrative:
This report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics® intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that recipient's device was explanted. The recipient was reimplanted with another cochlear implant. Advanced bionics is currently in the process of obtaining additional information. When additional information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The recipient was reportedly a non-user of the device and perceived a lack of benefit from device use. The external visual inspection revealed that the array was severed prior to receipt. In addition, the device was received with a fractured ceramic case. These anomalies are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented one of the electrical tests from being performed. The manual capacitor leakage test was unable to obtain readings due to the cracked ceramic case and flooded components. This device was explanted for medical reasons. However, this device was received with a fractured case. This is believed to have occurred during revision surgery. This older device configuration is no longer manufactured. This is the final report.

Manufacturer narrative:
Add'l info.